Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2010 due to patient allegations of pain, loss of range of motion, fluid buildup, bone/tissue damage and metallosis. Review of invoice history confirmed the modular head and liner were removed and replaced. Patient's legal counsel further reported patient underwent a second revision on (B)(6) 2011 due to infection. Review of invoice history confirmed all components were removed and replaced with cement spacers. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a total hip arthroplasty on (B)(6) 2009 on an unknown hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 10 of 10 mdrs filed for the same patient (reference 1825034-2013-05339 / 05346 & 2014-03787/ -03788).

Manufacturer narrative:
Upon reassessment of the reported event, it has been determined that this device is not reportable. This device is for the left hip and there have been no reported allegations or revisions on the left side; therefore, the initial report should be voided.